Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted. Right side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted and replaced. Right side.